Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was loose. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistor. Device passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed.